Manufacturer narrative:
The field service engineer could not confirm what kind of foreign material the blockage was. The subject device was returned to local service department of olympus, but not returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that insufficient or incorrect reprocessing scope was used for next procedure and nozzle was clogged by foreign material during reprocessing. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following information, olympus medical systems corp. (Omsc) presumed that staff at user facility was not trained sufficiently on device handling and reprocessing steps in accordance with IFU. * clogged nozzle with foreign material was confirmed during reprocessing. * IFU states as follows: - flush water into air/water channel of device during precleaning to remove clogging. - clean external surfaces of device with soft brush / lint-free cloth or sponges, paying attention to nozzle opening so that all debris is removed. - how to flush detergent solution into air/water channel - how to clean device for excessive dirt and/or delayed reprocessing after each procedure * according to past similar cases, event was caused because staff at user facility was not trained sufficiently on device handling and reprocessing steps in accordance with IFU.